Event description:
During podiatric surgery, two screwdrivers broke: 1 screwdriver had a cracked tip; 1 screwdriver broke into 3 several pieces. The fragments of the second screwdriver were recovered without injury to the pts. The surgical site was fragment free as confirmed by c-arm. At this time, it does not appear that this was the result of a user issue. The product was used for its intended purpose for the appropriate size screw.